Event description:
A nurse at the user facility reported that during intraocular lens (iol) implant surgery, the surgeon noted a broken haptic after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Additional info has been requested.